Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2020-33445.

Manufacturer narrative:
The report event of loss of stimulation/high impedances was confirmed. Microscopic inspection of the returned lead identified a kink on the lead body where all internal wires were broken. The broken wires would have caused the reported issue observed in the field. The cause is consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2020-33445. It was reported the patient lost therapy due to high impedance. As a result, the patient's leads were explanted and replaced to address the issue.